Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10. H10: the device was received for evaluation. Visual inspection was performed and a small particulate was inside the bag; a small clear plastic piece floating from the membrane port of this bag. This particle appears to be detached from the membrane of the port due to the spiking process by the end user. The particle and injection port were examined using stereomicroscopy. The particle was colorless, elongated, twisted, flat with straight borders and one tapered end. The morphology was consistent with a needle scrape suggestive of a port tube origin. The injection port was examined for a needle scrape; no scrape was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of plastic was floating inside the bag of intravia container 150 ml capacity. It was further reported that the particle was heavy enough to sink rapidly to the bottom when the bag was inverted. The bag was being used for media fill and this issue was identified on media fill testing. There was no patient involvement. No additional information is available.